Event description:
A hospital theatre sister reported that during cataract surgery, a message came on the screen stating that the balanced salt solution (bss) bottle was empty, however, the bottle was half full and the drip chamber in the tubing set was also filled with bss. They squeezed the chamber on the tubing set, to return the bss to the bottle, which resulted in the bottom of the bottle being blown off. There was no impact or harm to the pt, and the surgery was completed the same day after the bottle was changed.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).